Manufacturer narrative:
Results it was concluded the excess noise on the u4 comparator output resulted in the ipg failing to communicate. The degradation in u4 was within the ipg communication receiver circuitry and did not impact the ipg charging circuitry, which is why the device was able to be charged. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) ipg was unable to communicate with the patient programmer. Troubleshooting with a replacement programmer did not provide resolution. In turn, the patient underwent surgical intervention to explant and replace the ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.